Manufacturer narrative:
Arjo became aware of the event involving an enterprise 8000x bed frame power cord. The power cord broke in two pieces when a cleaner was wiping down it. There was a bang and the user felt the cord touched the cleaner. The cleaner was unsure if it was a small electric shock or if could be in a bit of shock from the noise. No medical intervention was needed. No harm was reported. The device was taken out of use. No patient was involved when the claimed issue occurred. Arjo became aware of this issue 2 months after the event, during visiting the customer site following a similar event on the other enterprise 8000x bed (reference MFR internal number 3007420694-2022-00145). Although the device was not available for inspection, an arjo employee examined the damaged power cord, which was removed and replaced internally by the customer. The arjo employee confirmed that the cord was broken in two pieces. The damages to the power cord indicate that excessive external force or friction must have been applied to the power cord in order to damage the cable this way. Based on the power cord visual condition, the arjo employee suspected, that the malfunction was the result of continued tension placed on it. Please note that the instruction for use for the enterprise 8000x bed (746-585-en) includes the following information related to the cable damages and regular inspections: "make sure the power supply cord is not stretched, kinked or crushed". "Make sure the power supply cord does not become entangled with moving parts of the bed or trapped between the bed frame and head board". "Visually check power supply cord and mains plug" - this activity is to be done by the caregiver weekly. "Examine the power supply cord and mains plug - if damaged, replace the complete assembly; do not use a rewireable plug" - this activity is to be done by the qualified personnel during yearly preventive maintenance procedures. The device was not used for a patient treatment when the event occurred. Arjo device failed to meet its performance specification since the power cord was damaged. The complaint was assessed as reportable due to allegation about possible electric shock sustained by the cleaner.

Event description:
Arjo became aware of the event involving an enterprise 8000x bed frame power cord. The power cord broke in two pieces when a cleaner was wiping down it. There was a bang and the user felt the cord touched the cleaner. The cleaner was unsure if it was a small electric shock or if could be in a bit of shock from the noise. No medical intervention was needed. No harm was reported. The device was taken out of use. No patient was involved when the claimed issue occurred.

Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report. No serial number available.

Event description:
Arjo became aware of the event involving an enterprise 8000x bed frame power cord. The power cord broken in two pieces when a cleaner was wiping down it. There was a bang and the user felt the cord touch her. The cleaner was unsure if she felt a small electric shock or if she was in a bit of shock from the noise. No medical intervention was needed. No harm and no marking on the cleaner were reported. The device was taken out of use. No patient was involved when the claimed issue occurred.